Event description:
The customer reported to baxter (B)(4) a clearlink "y" type catheter extension set with a leak. This condition was discovered during a patient infusion of total parenteral nutrition. The customer stated that he is not 100% sure that the leak was from the y type clearlink. There is no patient injury or medical intervention associated with this event. No other information is available.

Manufacturer narrative:
(B)(4). A sample is reported to be available but has not yet been received for evaluation. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample enclosed in a plastic bag was received at the plant for evaluation. A leak test was performed and the results did not confirm any functionality issue or leak at the level of the y nor at the other junctions of the unit. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Assignable cause could not be determined; no corrective action will be taken at this time.